Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02753 it was reported that patient experienced uncomfortable stimulation and shocking sensation. System diagnostics recorded high impedances. It was confirmed via x-rays that the leads had migrated. As a result, surgical intervention was undertaken on (B)(6)2020, wherein the leads were explanted and replaced. Effective therapy was restored post operatively.